Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the (B)(6) FDA registration number has been used for the manufacture report number.

Event description:
It was reported while using the unspecified bd administration set they experienced kinked issues. The following information was provided by the initial reporter: clinicians reportedly do not take the paper tape that coils the tubing in the package and end up with kinking issues and occlusion alarms. General complaint, no further information available.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that 3-4 potential back check valve failures per month could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using the unspecified bd administration set they experienced kinked issues. The following information was provided by the initial reporter: clinicians reportedly do not take the paper tape that coils the tubing in the package and end up with kinking issues and occlusion alarms. General complaint, no further information available.